Manufacturer narrative:
The reported event that cancellous screw axsos 3 ti ø4.0mm / l34mm / full thread was alleged of 'contamination of the packaging' could be confirmed. Based on investigation, the root cause was attributed to a manufacturing related issue. The failure was caused by inadequate handling during the packing process. The device inspection revealed the following: that there is indeed a bug in the in shrink-wrapped package, unfortunately this had not been picked up at final inspection. No impact to the product inside of the sterile package though. A review of the device history for the reported lot did not indicate any abnormalities. Nevertheless as this occurrence (bug in shrink-wrapped package) has been found during the incoming inspection at distribution, a corrective action is required. Therefore, nc 1884576 has been raised. A labeling review was deemed to be unnecessary because the investigation revealed no material related failure as the article has not been used. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (bug) in shrink-wrapped package. No patient involvement, adverse consequences, delay or medical intervention.